Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two clips were implanted, reducing tr to a grade of 1. At the one month follow-up appointment, echocardiography showed the implanted clips had detached from the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. Tricuspid valve insufficiency/regurgitation appears to be due to the slda. Tricuspid valve insufficiency/ regurgitation is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two clips were implanted, reducing tr to a grade of 1. At the one month follow-up appointment, echocardiography showed the implanted clips had detached from the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4.